Manufacturer narrative:
Manufacture date: unavailable. From the acuson acunav ultrasound catheter directions for use: adverse reactions: adverse events related to cardiac catheterization have been documented. Adverse events related to cardiac catheterization include (but are not limited to): femoral artery or vein injury, thrombosis, pseudoaneurysm, cardiac perforation, air embolism, pulmonary embolism, myocardial infarction, valve or structural cardiac damage, cardiac tamponade, pneumothorax, hemothorax, arteriovenous (av) fistula, stroke, and death. Reference (B)(4).

Event description:
During a paroxysmal atrial fibrillation radiofrequency ablation procedure, an effusion occurred. During ablation of the anterior roof of the left superior pulmonary vein antrum, contact and stability were difficult. The catheter was then positioned on the coumadin ridge and ablation was started. The patient became hypotensive and ablation was ceased. The acunav ice catheter was used to scan for the pericardial effusion and located. Heparin was stopped, and a pericardiocentesis was performed. The patient was followed and stable. It was indicated the effusion may have occurred during ablation of the anterior roof by the tacticath; however, the physician was uncertain of the cause.